Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/6/2025. Corrected information: d4, h6 (b18 - device discarded). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported by the sales rep that during an unknown procedure, they had a couple sutures that were breaking. They noticed that the suture that worked had an expiration year of 2026. The ones that broke had an expiration year of 2029. Case was completed successfully. No device will be returned. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(6). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.